Event description:
Caller reported a malfunction on the pump with no notable events occurring beforehand. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.